Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Six to seven weeks post-op, part of the wound healed and the other part dehisced. The patient is now doing fine. Additional information was requested.